Manufacturer narrative:
The device history record for the reported lot number, aa7170v01, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 04-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced ten different incidences, which were associated with separate units, involving ten different events. This is the sixth of ten reports. Refer to 9611594-2019-00066 for the first event. Refer to 9611594-2019-00067 for the second event. Refer to 9611594-2019-00068 for the third event. Refer to 9611594-2019-00069 for the fourth event. Refer to 9611594-2019-00070 for the fifth event. Refer to 9611594-2019-00072 for the seventh event. Refer to 9611594-2019-00073 for the eighth event. Refer to 9611594-2019-00074 for the ninth event. Refer to 9611594-2019-00075 for the tenth event. It was reported the endotracheal tube blue connector was coming off easily from the tube, creating a disconnection issue and this disconnection also occurs when the temperature rises in the respiratory circuit. This impacts the ventilator patients who are on ventilator high pressure mode. There was no reported patient injury.